Event description:
After administering rhogam to a patient, the healthcare provider failed to activate the safety shield and then accidently stuck themselves with the needle. The healthcare provider received immediate medical attention per their standard procedures.